Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on (B)(6) 2016 stating that they got a new implantable neurostimulator (ins) in (B)(6) 2005 and afterwards had a "bubble in his stomach". The health care provider (hcp) sucked out blood for 2 weeks in their office, where the patient kept going back every two days to suck 50 ml of blood. The indication for use was reflex sympathetic dystrophy / causalgia-complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.